Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that patient had leads explanted and replaced on (B)(6) 2024 for an unknown reason.